Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional emboshield nav6 device referenced is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo moderately tortuous carotid artery. For the first emboshield nav6, it was difficult to release the filter due to a lack of support of the guide wire. When removing the system to check if there was any failure in the device, it was identified that the guide wire had a "frayed" tip, as if a filament of the guide wire was loose. For safety reasons, the entire system was removed and replaced with a new device. In the second attempt with the new nav6, the carotid artery became dissected. Another emboshield nav6 was used to successfully complete the procedure. There was a clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. In this case, there was no reported device malfunction associated with the emboshield nav6. The reported patient effect of vascular dissection is listed in the emboshield nav6 instruction for use as a known possible adverse event potentially associated with carotid stents and embolic protection systems. Based on the case information, a conclusive cause for the reported patient effects of dissection resulting in unexpected medical intervention and delay in treatment, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. D10, h3 - device status changed from returning to not returned.